Event description:
It was reported that bd needle eclipse 18x1-1/2 rb demonstrated a safety mechanism failure. Verbatim: rcc received a complaint via email. Email(s) attached. At providence waco ed on (B)(6) an associate reported a needle stick injury when using a 18g bd safety glide after activation of the safety feature see description of event ee feels safety device malfunction on the device but did not save the device to be evaluated. She states she saw the nurse administering the medication, lock the safety from the opposite side of the bed where she was administering the other medication but her hand scraped across the exposed needle while the other nurse was applying the band aid to the puncture site. (B)(6) 2026: for nurse that obtain "laceration" what medical intervention was sought? Per follow up customer noted: "she suffered a laceration on the back of her hand. Medical attention was sought.it was right hand dorsal" did any of the following occur for the nurse? Any further medical intervention? A - tetanus shot? B. - gamma globulin shot? C. - stitches? Response receive on (B)(6) 2026: the medical treatment sought was follow up for bloodborne pathogen exposure for a contaminated needle stick a - tetanus shot? No b. - gamma globulin shot? No c. - stitches? No.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.